Event description:
A baxter engineer reported a pump with failure code 570. It is unk when this failure code occurred. It is not known if there was any pt injury or medical intervention necessary according to the hosp rep. No add'l info is available.